Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, no issues were noted during electrical testing of the device. However, after the device was inserted into the endoscope, the user attempted to extend the loop, and the loop separated from the device. No part of the snare fell into the patient. The device was removed from the patient and the procedure was completed using a second sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "good".

Manufacturer narrative:
Investigation results - visual evaluation of the complaint device found that the loop was broken and burnt, but not detached. Scanning electron microscopy (sem) analysis of the two broken ends revealed evidence of molten material, indicating the device was subjected to temperatures higher than the melting point of the metal wire. No further material anomalies were noted. The sem analysis suggests the failure occurred due to excessive application of current; therefore, the most probable root cause of this event is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, no issues were noted during electrical testing of the device. However, after the device was inserted into the endoscope, the user attempted to extend the loop, and the loop separated from the device. No part of the snare fell into the patient. The device was removed from the patient and the procedure was completed using a second sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "good."

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The reported event: snare loop detached the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.